Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) loss of capture when programmed at maximum outputs. Additionally, the patient was experiencing hypotension. Subsequently, the ICD was explanted and replaced, and a temporary rv lead was used, and a new rv lead was implanted. The existing rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) loss of capture when programmed at maximum outputs. Additionally, the patient was experiencing hypotension. Subsequently, the ICD was explanted and replaced, and a temporary rv lead was used, and a new rv lead was implanted. The existing rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.